Event description:
The customer returned the tracheal intubation videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the light guide lens had missing glue was found. There was no patient involvement.

Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.